Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for label lift was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: it is reported labels are lifting up from tubes. Verbiage received via email, "we¿ve noticed that a lot of the vacutainer blood collection tubes we¿ve been using have had the label peeling off from the sides.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8325678. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-11-21. Medical device lot #: 8325672. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-11-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: it is reported labels are lifting up from tubes. Verbiage received via email, - "we've noticed that a lot of the vacutainer blood collection tubes we've been using have had the label peeling off from the sides.